Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip of the guide felt sharp and looked broken. Probable root cause: application: -excessive force on guide. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that in a hip scope, it was noticed two anchors deployed that were damaged from the guide in a very unusual manner. The doctor mentioned the tip of the guide felt sharp and looked broken. After examination, a part of the tip of the guide had broken leaving a sharp edge to damage suture. All broken pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that in a hip scope, it was noticed two anchors deployed that were damaged from the guide in a very unusual manner. The doctor mentioned the tip of the guide felt sharp and looked broken. After examination, a part of the tip of the guide had broken leaving a sharp edge to damage suture. All broken pieces were retrieved.